Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported they have had a long term patient that had seizures. They turned the device off for 3 to 4 months to allow for the plasticity of the neurons to re-organize and then performed a sleep deprived eeg. The device was restarted and there were no problems.